Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized due to high blood glucose of 919 mg/dl. The customer was experiencing unexplained high glucose for several days. The customer stated that she has a kidney infection. The customer stated that the infusion set was changed to resolve the issue. Troubleshooting was performed. The customer stated that the insulin pump alarmed motor error continuously during the rewind process. The displacement test could not be performed due to the constant motor error alarms. Advised the customer to revert to back up plan until the replacement of the insulin pump arrives. No further info was provided.